Event description:
It was reported a surgeon was inserting a 4.0 mm cancellous screw when the screw head broke off during a humerus procedure. The screw head was removed but the shaft remained. There was a one minute surgical delay. The surgery was completed successfully. It was reported the surgeon felt the remaining piece of the screw would not affect the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Device broke when being inserted; device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.